Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. Additionally, the air inlet foam filter, and particulate filter were replaced for preventative maintenance. The device was cleaned and passed final testing.